Manufacturer narrative:
The events preceding this information was previously reported in MFR report number # 60000199700252. The mfg. Report# 60000199700252 was updated. Analysis found no significant anomaly. Assumed normal battery depletion. No device analysis was performed; the battery was depleted and the device could not be interrogated. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable pump. The indication for use was unknown. A rotor study was performed by the physician which verified a rotor stall. A pump revision was performed. Please refer to the original mfg. Report# 60000199700252